Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the manufacturer facility paint chips were missing from the device. There were no adverse consequences related to this event.

Event description:
The device was found to have disassembled during testing at the manufacturer facility. There were no adverse consequences related to this event.